Event description:
Insertion site was right femoral. During sheathed insertion, iab passed over 15cm of guidewire but could not be advanced any further. A new kit was obtained and used w/o further difficulty. There were no pt complications.